Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events observed in the submitted log files. Additionally, it was reported that the patient received a pump exchange due to suspected thrombus; however, thrombus was not confirmed during the evaluation of (B)(6). (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 37¿. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft, sealed outflow graft bend relief, and the bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Upon initial inspection of the driveline wires, damage to the orange, black, and red wires of the 37¿ driveline segment was observed. Due to the proximity of the damage to the severed end of the dl segment the orange, black, and red wires were not tested for electrical continuity. Electrical continuity was performed on the remaining wires of both dl segments and all wires were found to be electrically intact. Visual inspection of the 1.5¿ pump-end driveline segment revealed breaches in the insulations of the red and black wires at the pump housing. Visual inspection of the 37¿ driveline segment reconfirmed the breaches in the insulations of the orange, black, and red wires approximately 37¿ from the controller connector and revealed an additional breach in the insulation of the green wire approximately 36.5¿ from the controller connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The returned driveline segments were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the wires from two different phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power, the resulting phase-to-phase short would have resulted in the low speed and pump stop events confirmed through the submitted log file. Similar events could have also occurred from a short-to-ground if any of the wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu).the pump was cleaned and reassembled; however, due to the location of the confirmed internal driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. Incidental finding: tear in the outer jacket of the driveline adjacent to the exit site. The relevant sections of the device history records for (B)(6) as well as driveline, serial numbers (B)(6) and (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Section 1 and section 6 of the IFU outline indications of pump thrombosis as well as how to respond to such events. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previously reported short-to-shield is captured under 2916596-2022-01178. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review of 2 sets of log files for the patient captured numerous low speed and pump stop events between 2:22am and 3:34am on (B)(6) 2023 while the patient was connected to batteries. The log files from the primary controller showed multiple pump stops and low speed advisories with speed drops as low as 0 rpm. These were occurring on batteries. There were driveline disconnects at the end of the first set of log files on (B)(6) 2023 at around 2:22 am. The log files from the backup system controller showed that the patient changed to this controller at around 2:29am. The data showed multiple pump stops and low speed advisories as low as 0 rpm, which appeared to be occurring on batteries. Pump function returned to baseline parameters at around 2:34am and was there for the remained of the log file. It was suggested that the patient¿s previous driveline short-to-shield may have progressed to a phase-to-phase short, or there was the potential that something was passing through the pump. An additional set of log files submitted on (B)(6) 2023 again showed the previously documented pump stop alarms, and following those events the pump appeared to be operating as intended with no abnormal alarms or events recorded. On (B)(6) 2023 the patient had a heartmate ii to heartmate ii pump exchange via subcoastal incision for possible pump thrombus. Images of the driveline and pump, along with echocardiogram, also contributed to a secondary suspicion of the inflow cannula contributing to the development of suspected thrombus. Related manufacturer's reference number for the (B)(6) 2023 controller exchange: 2916596-2023-08974.